Event description:
On (B)(6) 2015, the vad coordinator reported that patient had no indications of thrombus and was hospitalized last month and found to be dehydrated. Patient's ldh has currently returned to normal levels and he shows no signs nor symptoms of hematuria. Vad coordinator states that the vad is functioning normally.

Manufacturer narrative:
Approximate age of device: 2 years and 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had some hematuria, and his lactate dehydrogenase (ldh) levels had slowly risen over the last 2 months. The vad coordinator requested a review of a device log file; no unusual events were noted. The patient was hospitalized and it was determined that he was dehydrated. The patient's ldh returned to normal and he shows no signs or symptoms of hematuria. It was reported that the pump is functioning normally.

Manufacturer narrative:
Device evaluation a correlation between the device and the reported hemolysis symptoms could not be determined. The patient remains ongoing on vad-12673. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.